Event description:
This event involves the malfunctioning of two pca pain mgmt pumps. The pt was placed on the abbott pain mgmt provider pump for infusion of morphine. Pump # 1 was programmed to deliver a morphine bolus dose (2mg q6 mins) on demand by the pt. Nurse "a" caring for the pt noticed that the pump was infusing the morphine intermittently without pt demand. The pump was removed and the pt was placed on another pump. Pump # 2 was programmed as per protocol. Nurse "b" witnessed pump # 2 infusing morphine intermittently without pt demand. This pump was removed and replaced by another pca pump. The abbott svc rep was contacted and removed the equipment to conduct a quality assurance review. The nurse educator reviewed staff programming and found the staff appropriately programmed the equipment involved. The pt was not injured by this event.